Manufacturer narrative:
(B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: the rn programmed the secondary pump (IV abx). Rn stood there to "count drips" as is our policy when hanging and fluids and noticed that the abx was infusing quickly. Seemed like the abx was free flowing. She shut the pump off immediately and when she turned it back on, she confirmed that the pump was programmed correctly, but at that point, the pump showed that there should be 23 ml left to count in the bag. The bag was already physically empty. The pump was immediately removed, tagged, rl filed, and pump placed in manager's office. There were no alarms that occurred. The rn observed the drips running faster than the rate it should have been and stopped it on her own. The tubing was the regular tubing that we have from spd that goes with the braun pumps.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The pump was not returned for evaluation and the serial number is not known. Further investigation of the complaint is not possible without a device for evaluation or the serial number. If the device or the device logs do become available, the complaint will be reopened for further evaluation. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The actual device involved in the reported incident was returned for evaluation. The reported issue was not present during investigation. Delivery accuracy of 250ml/hr and 25ml tested in spec at 5 minutes 58 seconds or 101% of expected accuracy. Perform preventive maintenance service. Log review shows on 4/26/2022 and 2:12am an infusion start of 100ml/hr and 50ml (dl: ceftaz2g; piggyback). At 2:42am piggyback infusion completed and automatically turned over to main infusion of 5ml/hr which was stopped at 3:07am. At 9:11am an infusion start of 100ml/hr and 50ml (dl: ceftaz2g; piggyback). At 9:41am piggyback infusion completed and automatically turned over to main infusion of 5ml/hr which was stopped at 5:21pm. At 5:21pm an infusion start of 100ml/hr and 50ml (dl: ceftaz2g; piggyback). At 5:52pm piggyback infusion completed and automatically turned over to main infusion of 5ml/hr and was stopped at 6:11pm with no further infusions taking place.